Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 564 mg/dl at the time of the incident, as well as a low of 36 mg/dl earlier that morning. The customer was at 132 mg/dl at the time of the call. The customer used the pump and manual injections to treat. The customer experienced symptoms such as nausea, vomiting, shortness of breath, and abdominal pain. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were discovered. The customer's sensor kept falling off. The customer's blood glucose went up to over 500 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.